Manufacturer narrative:
The insulin pump powered up properly after battery installation. The pump was received with operating currents within spec. The pump passed rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. However, pump alarmed error alarm during self-test and confirmed in the pump history due to cold solder joint on keypad assembly. The pump was received with cracked select button keypad overlay, keypad overlay texture damage and minor scratches on lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of hospitalized high readings. The customer's blood glucose level was 311 mg/dl at the time of the incident. The customer treated with syringe. The customer stated that the high readings persisted after set change. The customer reported insulin exited the tubing. The product was returned for analysis.